Manufacturer narrative:
The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 23mm sapien 3 ultra valve, the delivery system balloon burst during inflation. The balloon was fully inflated at the time of burst. There were no issues with the valve after deployment. The delivery system and esheath were unable to be removed as a unit and due to umbrella effect of the balloon, a surgical cutdown was performed to remove the devices. The patient is stable and transferred for post management care. Devices are not available for return. Per report, there was no sinotubular junction (stj) calcium present nor any abnormal calcium present.

Manufacturer narrative:
A supplemental MDR is being submitted based on investigation and to correct the following sections of this report: (component codes, type of investigation, investigation findings, and investigation conclusions). The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Additionally, imagery from the field was provided and a radial burst of inflation balloon was observed. A lot history review was performed and revealed no other events relating to this report were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving delivery system usage. Per procedural training manual: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for balloon burst and difficulty to withdraw the system through the esheath were confirmed by provided imagery. The event description states, 'the delivery system balloon burst during the last 2 seconds of inflation. The balloon was fully inflated at the time of burst'. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, the structure of the balloon wall may burst via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The case notes revealed +1 cc was added to the normal volume for inflation. The prescribed nominal inflation volume is provided in the IFU. Nominal inflation volume for a 23mm commander delivery system is 17ml. It is possible once the balloon volume was filled past the target, it was subjected to pressures high enough to cause the balloon to burst and lead to the reported event. In this case, available information suggests procedural factors (over-inflation, withdrawal of burst balloon) could have contributed to the event. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of the esheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment nor corrective or preventative actions are required.